Manufacturer narrative:
Due diligence was executed for this event. The device has been returned and a device evaluation completed. A visual inspection of the received condition was completed and noted damage to the device. The device was inspected and found the insertion portion that connects to the probe tip, inside the shaft broken off. The jaw (grasping section) was checked and the motion is normal. Unable to conduct a full check of movement function of the jaw using the handle due to the broken device. The device was further inspected and noted that the transducer connection and transducer itself is damaged. A portion of the insertion portion is stuck inside the transducer, unable to be detached, which confirms the user's experience. The grooves along the transducer connection were observed and found scratch marks and chips. The IFU states ¿avoid overtightening the rotate knob while holding the transducer. Always use the torque wrench and stabilizer provided when assembling or disassembling the device transducer. Overtightening may cause damage to the device instrument. A functional test could not be performed due to the severity of damage. Based on the evaluation the likely cause of the broken device is related to excessive force.

Event description:
As reported for this event, during the therapeutic sleeve gastrectomy the device jaws were stuck closed. After a twenty minute delay the jaws were opened and the procedure continued. The jaw of the device was observed to be loose. There was no adverse impact to the patient. After the procedure, the device handpiece was unable to be detached from the transducer.